Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2017-10654. Device not returned to manufacturer.

Event description:
The sales rep reported via phone that the hole for a minilok qa plus 2/0 with orthocord were too big and the anchors would not seat during a ucl procedure. The anchors were removed and the case was completed with a third like device in another bone hole. There were no patient consequences or delays. The devices were discarded.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. However, a DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10654.

Event description:
The sales rep reported via phone that the hole for a minilok qa plus 2/0 with orthocord were too big and the anchors would not seat during a ucl procedure. The anchors were removed and the case was completed with a third like device in another bone hole. There were no patient consequences or delays. The devices were discarded.